Event description:
48 yr old male with a dissecting aorta on esmolol, nipride & nitroglycerine, in order to keep his systolic blood pressure below 120. Found 2 times with the blunt locking cannula broken and IV medications running into the bed. Pt was comatose. Systolic blood pressure must be kept under 120 to keep aneurysm from rupturing.